Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The monitor was unable to properly complete a baseline ECG. The cause for the failure was isolated to a defective u612 inverting charge pump on the computer/analog pca. The root cause for the defective u612 component was unable to be positively identified. No adverse event resulted from the defective monitor.

Event description:
During investigation into an unrelated issue, a reportable device malfunction was found. Monitor sn (B)(4) was unable to properly communicate with an electrode belt.